Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir compartment¿s opening was cracked. They taped it all up to get it to work. They also had a button error. The customer¿s blood glucose during the incident was unknown. Troubleshooting was not performed because the call was disconnected. The insulin pump will not be returned for analysis.